Event description:
It was reported that the patient experienced a reimplant of an inflatable penile prosthesis(ipp) pre connect component due to unspecified reasons. A patient outcome was not reported.